Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer's insulin pump had a power error detected alarm. The customer¿s blood glucose level was 240 mg/dl at the time of incident. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. However, customer also stated that power error detected alarm recurred within a week of previous occurrence. The customer was advised that the insulin pump needed to be replaced the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.